Event description:
Customer reported a needle stick while using sharps collector.

Manufacturer narrative:
No sample was rec'd for eval. Unable to run complaint history check or device history review as lot number is unk. Quality will continue to monitor on monthly trend reports. Sharps collectors are puncture resistant. They are not, however puncture proof. They are routinely checked for wall penetration and wall thickness. Label states that to avoid injury, examine the collector carefully before you fill, carry, or dispose of it.